Event description:
A customer reported positively biased valp qc results on the 5,1 fs analyzer. No biased pt results were reported. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.